Event description:
It was reported that the patient was gone to emergency room due to hypoglycemia with diabetic coma on (B)(6) 2025

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 29-dec-2025 against lot number and similar malfunction code(s): no malfunction based on complaint information. No malfunction based on complaint information, no failure detected. The review confirmed that lot and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 29-dec-2025 against lot number criteria equal and similar malfunction codes no malfunction based on complaint information. No malfunction based on complaint information, no failure detected. The count of complaint is 6. Device history record (DHR) review: the lot was manufactured according to the work instruction (wi) version 82 and manufactured in the machine multivac 12 on 27-oct-2024, with a total of 57,000 units. Glue-tubing lot: the lot was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 25-oct-2024, with a total of 120,000 units. The lot 4k05238 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 26-oct-2024, with a total of 150,000 units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: the DHR review indicated that during outgoing test 9, one sample was found to have delaminated tape. An extended sampling was conducted and accepted in accordance with established procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint 2180353 on 07 jun 2025. Wi guidance for visual testing for complaints area version 3: 10 samples out 10 tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: 10 samples out 10 tested passed functional testing for the reported malfunction code no malfunction based on complaint information. Wi guidance for functional testing 2 air leak test for complaints area version 2: 10 samples out 10 tested passed functional testing for the reported malfunction code no malfunction based on complaint information conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).